Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a fluid-free device. Due to the impossibility to perform a microscopic analysis through device analysis performed with photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concerns with the product and saline implant "rupture."

Event description:
Healthcare professional reported left side "rupture" and exchange due to concerns with the product. Device has been explanted.